Event description:
An international customer reported an event of "smoke" (haze) emitting from the sterrad 100s sterilizer. There was no report of any injuries or human reactions. A field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
(B)(4). The field service engineer (fse) repositioned the spring that secures the catalytic converter as it was loose. This resolved the haze/mist/vapor issue. The unit met specifications and was returned to service. Asp investigation summary: the investigation included a review of the device history record (DHR), service history, failure mode and effects analysis (fmea), and system risk analysis (sra). ¿the DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. ¿the service history for this unit was reviewed for the past 6 months (06/13/2015 to 12/10/2015) and trending was not exceeded. ¿the fmea revealed the risk priority number (rpn) is at an acceptable level. ¿the sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were returned for further evaluation. The assignable cause of the haze/mist/vapor issue is the loose catalytic converter spring. The field service engineer repositioned this part and confirmed the sterrad® 100s was restored to proper function after service. The reported issue was resolved at the customer facility. The issue will be tracked and trended.